Manufacturer narrative:
Serial number was not provided, therefore UDI was unavailable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient attempted to charge the back-up controller and noted it alarmed as though it was engaged without a driveline. There was a red heart alarm and "connect driveline" alert. The patient stated he charges his controller monthly and this has never happened before. They were unable to view any other screen other than one that showed "charging". The controller passed self-test after numerous resets and alarm was unable to be recreated. During log file analysis, it was confirmed that on (B)(6) 2019, the file showed a driveline disconnect.

Manufacturer narrative:
Heartmate ii patient handbook and heartmate ii instructions for use (IFU) cover all alarms (visual and audible), including the driveline disconnected alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate ii instruction for use (IFU) explains the different system controller operating modes (run mode, sleep mode, and charge mode) and how to switch between them. This section also explains how to maintain the readiness of the backup controller, including charging the backup battery and performing a self-test once every six months. This section also explains how to view the backup battery information on the system monitor, including when the backup battery needs to be replaced, and explains how to exchange the backup battery. Heartmate ii patient handbook and heartmate ii instruction for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm when attempting to charge the backup controller was confirmed via the submitted log file. The submitted log file contained approximately 1 hour of data on (B)(6) 2019 (20:32:39 ¿ 21:38:24 per the timestamp); additional data in the log file showed the driveline last being connected to the controller on (B)(6) 2017. The controller was first connected to the mpu on (B)(6) 2019 at 20:32:39 and an atypical driveline disconnect alarm activated, indicating that the controller was in run mode. The driveline disconnect alarm remained active for the remainder of the log file. The controller was then disconnected and reconnected to external power (mpu or 14v batteries) several times throughout the remainder of the log file, and the backup battery supplied power to the system each time; therefore, the backup battery did not appear to be depleted. No other notable alarms were active in the log file. Multiple requests for additional information were made to obtain the serial number of the system controller and to determine if the controller will be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.